Event description:
The patient reported pain and increased heart rate, while turning on her neurological stimulation device. The pt stated, she was in the hospital but had not told her hcp about her symptoms yet. The reason for hospitalization was not provided. The patient has a cardiac device for monitoring syncopal episodes implanted. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.